Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter. Additionally, the receiver (str-kd-pnk/sm42092191) that was used with the complaint transmitter device was returned for evaluation on 09/02/2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of intermittent out of range.